Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak after ending their pd treatment. There was a drain and fill complication warning. Fluid was discovered.the cause of the leak is unknown. Upon follow up, the patient¿s pd nurse said there was no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to do manual treatments in the absence of a cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.